Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with this implantable neurostimulator began to experience shocking sensation up the spine, pain at their implant site and is unable to increase stimulation due to patient's trigeminal neuralgia, which makes the patient very sensitive. The patient now feels the shocking sensation in their head as well. The physician recommended removing the device; however, the patient declined as it does help with their frequency. The device was reprogrammed to a lower setting; however, the patient was still very sensitive to the stimulation. Therefore, the patient had a pocket revision only of existing implant battery on (B)(6) 2026. The device was assessed at time of procedure, lead tested optimally at original motor thresholds, impedances were green, and battery is fine. Patient is at comfortable stimulation level post operatively and stable. There were no other issues or complications reported.